Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection amikacin (125 mg, frequency and route not reported) and injection fortum (1 gram per day for one bag, route not reported) for peritonitis. It was not reported if dianeal therapies were ongoing. The outcome of the event is unknown. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.